Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chairs left side of the frame where the arm attaches in the back of the cane the weldment broke off.

Manufacturer narrative:
The device was returned and the evaluation states that the device exhibited a break at the tab weldment where the rear armrest socket would attach.

Event description:
Dealer states that the chairs left side of the frame where the arm attaches in the back of the cane the weldment broke of.